Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 9900 system had washed out images during a case. The 9900 system had to be removed and the procedure was completed with another system. No patient injury was reported.